Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a controller board issue. A field service engineer replaced the controller boards and restarted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was not detected on the communication bus. The customer reported that the malfunction occurred when the user was trying to issue medication to a patient and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.